Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. The soft tissue was gray around acetabulum capsule. Gray/brownish liquid/synovial fluid was identified during exposure to hip. Surgeon suspects metallosis. Osteolysis was also reported.